Event description:
A laparoscopic fallopian tube occlusion procedure was being done. When the physician applied a clip to one of the tubes, he was unable to immediately free it and the tube from the applicator. Some manipulation was necessary to accomplish this. No pt complications occurred.